Event description:
Reporter stated that his daughter's defibrillator is beeping for no reason at all times. The device was replaced with another one but the new device is doing the same thing. They were told by the doctor since the device is doing what it was supposed to do other than making the beeping sound, so he was told that his daughter has to live with it.